Manufacturer narrative:
Age/date of birth: no exact ages were provided, mean [sd] age 73.2 [8.6] years at the first surgery and 74.3 [8.8] years at the second surgery. Gender: 4986 patients were included in the analysis, (1707 [34.2%] men and 3279 [65.8%] women. Weight and ethnicity: information unknown/not provided. Date of event: the study was conducted between september 3, 2007, and december 14, 2018, and patients were followed until december 14, 2021. Catalog number: complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown/ not provided. Explant date: n/a, lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation. Product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: kanclerz, p.; hecht, I.; cunha, m.; knyazer, b.; laine, I.; tuuminen, r.; association of blue light¿filtering intraocular lenses with all-cause and traffic accident¿related injuries among patients undergoing bilateral cataract surgery in finland; august 17, 2022. Doi:10.1001/jamanetworkopen.2022.27232. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: association of blue light-filtering intraocular lenses with all-cause and traffic accident-related injuries among patients undergoing bilateral cataract surgery in finland. A retrospective registry-based cohort study was done to assess the association of blue light-filtering (blf) intraocular lenses (iols) with all-cause and traffic accident¿related injuries and quality of vision while driving after bilateral cataract surgery. Patients (n= 4,986 patients; n= 9,972 eyes) who underwent phacoemulsification surgery and in-the-bag implantation of non-blf iols (za9003 and zcb00/pcb00 [tecnis]; abbott medical optics johnson & johnson vision, inc) (n= 2,609 patients; n= 5218 eyes) or blf iols (sn60wf/au00t0 [acrysof]; alcon laboratories inc) (n= 2,377 patients; n=4,754 eyes) in both eyes were included. There were 193 patients of those who underwent uneventful cataract surgery that were currently driving a car; they were grouped into non-blf iols (n=102 patients) and blf iols (n=91 patients). Injuries during the postoperative follow-up period included: head (n=148), neck (n=6), thorax (n=34), abdomen, lower back, lumbar spine, pelvis, and external genitals (n=41), shoulder and upper arm (n=84), elbow and forearm (n=99), wrist, hand, fingers (n=62), hip and thigh (n=131), knee and lower leg (n=88), ankle and foot (n=34), traffic-accident-related (n=12). Other complications included: avoid driving owing to visual disturbances (39.2%), avoid driving at evening or night (18.6%), halos (29.4%), visual disturbances with headlights (19.6%), difficulties reading road signs (4.9%), difficulties spotting pedestrians (3.9%). Quality of driving: poor (1%); moderate (31.4%); good (55.9%). Glare at driving in daytime: rarely (19.6%); occasionally (9.8%); always (1%). Glare at driving at evening or night: rarely (14.5%); occasionally (12.0%); often (7.2%). There were no further interventions reported. It was not clear if the complications reported were due to the j&j device, other device or other factors in the article. This submission is for the zcb00 lens model. Separate reports will be submitted for the other lens models.